Event description:
Reportedly, the hand instruments were getting stuck in the seal of the access device. The instruments and access devices had to be removed as one piece. This necessitated putting another access device into the pt. With the 1st instrument, the surgeon had to lubricate, twist, advance and pull back until it came out. With the next two instruments, (while outside of cavity), they had to be twisted, lubricated, etc. To be removed. No injury was reported.